Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality engineer for investigation. Upon visual inspection, a leakage between the stopper ribs was identified. There was no damage or molding defects on any components that could have contributed to the leak that was observed. A device history review was performed for the reported lot: 1906216, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot: 1906216 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: I contact you following an incident with a syringe ref: (B)(4), lot no: 1906216. During a master preparation, part of the liquid contained in the syringe was ejected via the piston. Noted that this problem occurred while the back pressure was significant but during a preparation that we regularly carry out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: I contact you following an incident with a syringe ref. (B)(4), lot no. 1906216. During a master preparation, part of the liquid contained in the syringe was ejected via the piston. Noted that this problem occurred while the back pressure was significant but during a preparation that we regularly carry out.